Event description:
The customer reported via phone call that the insulin pump had a battery out limit. The customer stated that the alarm occurred after a battery change. Through troubleshooting, the customer was able to clear the alarm. Customer reported that he was not feeling well and had a blood glucose level of 437 mg/dl at the time of the incident. The customer was advised to monitor the insulin pump and will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.